Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).the complaint for system error se 2267 (fluid and air in set) was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 alarm that appeared on the homechoice (hc) display during dwell. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the caregiver (cg) regarding the reported problem, the cg did not notice anything unusual with the supplies that night. The cg had notified the nurse about the alarm. The cg stated that the hp had been doing fine with therapy. No further information was provided. There was no injury or medical intervention reported.